Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately .080" x .290" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is attributed to excess force being applied to the instrument jaws.

Event description:
It was reported that during central processing, large suture cut needle driver had broken tip. There was no report of patient involvement.